Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed and found the tubing separated from the y-set. The reported condition was verified. The assignable cause was determined to be manual assembly. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information added to device manufacture dates and evaluation codes. The potentially associated lot numbers were manufactured on the following dates: r15l07160: december 08, 2015 - december 09, 2015. R15l03029: december 03, 2015 - december 04, 2015. R16a26047: january 27, 2016. R16a26104: january 27, 2016. R16b02087: february 03, 2016. R15l03037: december 04, 2015. R15i29060: september 29, 2015 ¿ september 30, 2015. Batch reviews were conducted for the seven potentially associated lot numbers, and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported potential lot numbers as r16a26047, r15l07160, r15l03029, r16a26104, r16b02087, r15l03037 and r15l29060. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a clearlink duo-vent continu-flo solution set. The tubing separated at the proximal end of the middle y site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.